Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a vessel dissection occurred. The target lesion was located in the left anterior descending artery (lad). The lesion was predilated with a 2.75x12mm maverick monorail balloon. While predilating the lesion, a dissection occurred. The physician then decided to stent the lesion but he was unable to cross the lesion with a 3.00x12mm taxus express2 drug eluting stent (des). The physician was able to cross the lesion with a 3.00x23mm taxus express2 des and successfully complete the procedure. No add'l complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.